Event description:
Customer reported that she had unexplained high blood glucose and dka. Paramedics were called and customer was hospitalized in intensive care unit. Customer stated that the blood glucose reading was over 600 mg/dl when paramedics arrived. Customer reported that she was having problems with her serter, it was not always releasing and take the needle out. Customer stated that she also wasted a sensor. Nothing further was reported

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR report number 2032227-2014-02027.